Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 280 mg/dl while wearing the pod between 36 and 48 hours. As treatment, the patient had administered a shot of insulin. In addition the patient reports having too much iron in her body and the patient reports having a urinary tract infection (uti). Once at the hospital the patient was diagnosed with dka and put on an insulin drip and sugar solution. The patient was prescribed levofloxacin (500 mg x 1 ) to be taken for 3 days for the patients uti. The patient was released from the hospital after 3 days.